Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the host pc did not bootup automatically and host pc would bootup with a blue screen when done manually. Troubleshooting actions determined that host pc mother board battery (bios) voltage was very low and that the host pc software had also crashed. It was determined that these two issues together led to the host pc bootup problems. The fse replaced the bios battery and restored the host pc system software. After these measures were taken, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully and blue screen was appearing on start up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.